Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dry mouth and thirst. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint the true metrix air meter did not turn on when a test strip was inserted. At the time of the call the customer reported symptoms of dry mouth and thirst; medical attention was not needed at the time. The customer had changed the battery three months ago. Customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter powered on using the power button and when a test strip was inserted. The meter displayed the blood drop to indicate it is ready to perform a test. The customer declined to perform a blood test during the call.

Manufacturer narrative:
Sections with additional information as of 15-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Corrected sections as of 15-sep-2022: h1: type of reportable event corrected from "malfunction" to "serious injury" as manufacturer had been unable to contact customer at several follow-up calls to ensure the customer's condition had improved.